Manufacturer narrative:
(B)(4). Investigation results. Visual evaluation of the returned device did not find any failures. The device passed the retroflex test and the electrical test with a resistance of 13.4 ohms, within specification. The working length was also found to be within specification. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event; therefore, the most probably root cause is not confirmed. A device history record (DHR) review was performed and no deviations were found.

Event description:
Note: this report pertains to the second of three devices used during the same procedure on (B)(6) 2016. Refer to manufacturer reports #3005099803-2016-02144 and #3005099803-2016-02755 for the other associated device information. It was reported to boston scientific corporation that a profile extra small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure there was an attempt to ligate the polyp using cautery. However, the working length bent, current was not delivered to the tip of the device, and the snare failed to cut the polyp. Additionally, it was noted that the loop cannula extended past the distal tip of the sheath and became caught when the operator attempted to retract the device. The procedure was completed with another profile extra small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.